Manufacturer narrative:
His incident was not a problem with radspeed, but a problem with the x-ray detector (cxdi -401 c compact/701 c wireless) made by canon. Therefore we asked canon to analyze the cause and take measures. This incident happened when the service person updated the control software of the x-ray detectors . The cause is determined as an installation error of the service person, and the work procedure will be notified to the service person once again. This event will not cause any serious health hazards to the patient. Canon reported MDR MFR. Report 1000181430-2019-00001 dated 22 dec 2019 to FDA.

Event description:
This occurred on a general rad room, digital patient image were lost due to software corruption. New software was loaded, wasn't realized till after the site tried to take patent images that the the networking wasn't working. Windows software updated which corrupted the medical x-ray images causing them to be unrecoverable.